Event description:
The customer contact reported air in the tubing set. The tubing set was being used to deliver 1000ml of 5% dextrose and 1/2 normal saline, at a rate of 125ml/hour, via a gemstar pump. After an unspecified length of time, the homecare patient reported to the user facility that the pump alarmed for an unspecified air in line alarm. After an unspecified length of time, when the nurse went to check, an unspecified volume of air was noted proximal to the filter of the tubing set. No air was delivered to the patient. The customer contact reported that the nurse was unable to clear the alarm. At this time, the customer contact indicated that the patient chose to discontinue the therapy to facilitate sleep. It was reported that at an unspecified time the following day, therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.